Event description:
It was reported that after preventive maintenance was performed by a maquet service tech, the single roller pump was starting, stopping and jerking. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service tech investigated the unit and adjusted the belt tension and performed calibration. Functional and safety tests were according to factory specs. The unit was returned to service.